Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose level. The customer¿s blood glucose level was 50 mg/dl, 300 mg/dl. The customer was treated with glucose for low blood glucose level. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that they receive sensor updating sensor glucose value not available status. The insulin pump will not be returned for analysis.